Event description:
A beckman coulter field service engineer (fse) identified a leak when servicing a unicel® dxc 600 synchron® system at a customer's facility. There was leaking from the reagent t valve and 4 way valve and dripping from the probe on the instrument. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and replaced the hamilton 4-4 valve and t-valve which resolved the issue. Identified failure mode: fse confirmed failure mode to be the hamilton 4-4 valve pn 970835 and t-valve pn 758419. (B)(4).